Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past month. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 75% to 45% within 12 hours. The customer¿s blood glucose level was 182 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.